Event description:
It was reported that this artificial urinary sphincter was not working properly. The patient reported he was dribbling urine and needed to use the pump two to three times to void his bladder; he also reported that voiding may take up to 25 minutes. He also noted that his physician believes there is not an issue. The patient plans to have another evaluation and the have the device replaced if the issue is not resolved. No further patient complications were reported.